Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous graft. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured upon first inflation at 6atm for 6 seconds and a pinhole was noted. The device was removed from the patient's body without any problem. The procedure was completed with another of same device. No complications reported and patient was in good condition post procedure.